Event description:
Initial report: this spontaneous case report was received from a customer and involves a female patient. During application of poly-l-lactic acid (sculptra) the patient suffered from massive pain. The procedure was performed by a specialist for plastic surgery. Additional information received on 10/12/2009. The customer complained about an occlusion of the used needle during application. This was caused by a wrong injection technique. Additional information received on 10/14/2009 assessment after ptc investigation: batch record review without hint to root cause; conclusion: no faults detectable.

Manufacturer narrative:
Initial report: this spontaneous case report was received from a customer and involves a female patient. During application of poly-l-lactic acid (sculptra), the patient suffered from massive pain. The procedure was performed by a specialist for plastic surgery. Additional information received on 10/12/2009. The customer complained about an occlusion of the used needle during application. This was caused by a wrong injection technique. Additional information received on 10/14/2009. Assessment after ptc investigation: batch record review without hint to root cause; conclusion: no faults detectable.